Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned tasp, lot unknown, exhibits signs of repeated use (nicked or gouged) and is fractured on the lateral side of the post. Not all pieces were returned. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03671, 0001822565-2021-03672, and 0001822565-2021-03673. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A fractured instrument was received via the worn instrument return program. Attempts to obtain additional information have been made; however, no more is available.